Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm in history. Customer¿s blood glucose was 112 mg/dl. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer stated that drive support cap was normal. Troubleshooting was performed for motor error alarm. Customer was advised customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file overwritten.